Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was reprocessing was not conducted properly due to leakage from right/left angulation control knob and up/down angulation control knob. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the evis lucera elite gastrointestinal videoscope had foreign matter inside the channel. The issue occurred during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer¿s allegation was confirmed. The evaluation found the following issues: the channel cleaning brush does not move smoothly due to the clogged channel tube, angulation in the up direction is out of standards due to the worn angle-wire, the gap on up down knob is out of standards due to the worn angle-wire, and waterproof failure due to the right left and up down knob. The investigation is ongoing and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.